Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.